Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after placement of the left ventricular (lv) lead into the target vessel, it was noted that the stylet could not be separated from the lead. While attempting to remove the stylet, the lead was damaged. The lead was not used, and a new lead was implanted. The patient was in stable condition.